Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm 1 (no pressure change when expected) occurred during pumping. The user's blood glucose level was 189 mg/dl. Additionally, it was reported that the fill estimate was inaccurate. The user successfully completed the load sequence and resumed insulin delivery. Reportedly, the user would continue to the use the pump until replacement pump is received.